Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event: unknown, not provided. If implanted: give date: unknown/not provided. If explanted, give date: not applicable, to date the lens remains implanted. (B)(6). (B)(4). Device evaluation: product testing could not be performed because the product was not returned. The complaint cannot be confirmed. Manufacturing records review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no similar complaints were received from this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol), model zct225, 22.0 diopter rotated around 70 degree and required repositioning. It was indicated that the patient was a referred patient from another doctor. The lens is not available to be returned as it remains implanted in the patient's eye. No further information was provided. The patient had bilateral lens implants. This report is for the patient's right eye (od). A separate report will be filed for the patient's left eye (os).

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Corrected data: upon further review it was recognized that follow-up #1 MFR report number 9614546-2019-00657 should not have been submitted as corrected data. The information that was reported in follow-up #1 was already provided in the initial MDR. All pertinent information available to johnson and johnson surgical vision has been submitted.

Manufacturer narrative:
Additional information was received during the initial MDR submission, however the information was inadvertently not submitted. It was learnt that customer thinks that there was probability of patient anatomy issue. Both achieved stability after repositioning. Reportedly as it happened to both eyes, maybe it is the anatomical structure of the lens. Rotation at one week postop achieved stability in both eyes. No further information provided. All pertinent information available to johnson and johnson surgical vision has been submitted.